Event description:
The patient was implanted with a left ventricular assist device (lvad) on 03nov2017. It was reported that system controller history interrogation revealed flows of 0.0 lpm. The patient was given volume and the 0.0 flow and low flow alarms resolved. The patient was reported to be completely asymptomatic during the events. The manufacturer¿s technical services representative reviewed two submitted log files. Analysis of the first submitted log file revealed low flows and that it appeared that biomatter passed through the pump. No other unusual events were seen within the log file. An additional log file submitted a few hours later revealed continuous low flow alarms in addition to an increase in power. The patient underwent a pump exchange on 07nov2017 for suspected device thrombosis. No additional information was provided.

Manufacturer narrative:
Correction: this report should have been submitted as an initial/final. Approximate age of device- 4 days. The initial submission of this event was reported by the manufacturer under MFR medwatch # 2916596-2017-02953. This report is being submitted as additional information. Manufacturing evaluation conclusion: the report of low flow was confirmed during the evaluation of pump. The pump was returned assembled with the pump cable severed. The sealed outflow graft and apical cuff were not returned. The examination found soft depositions of denatured blood in the pump cover, rotor, and distal end of the inflow cannula. The proximal portion of the inflow cannula contained a soft deposition that appeared consistent with an acute clot. All the observed depositions appeared consistent with an interruption in flow. Although the cause of the flow interruption could not be conclusively determined, photographs of the explanted pump that were submitted for review showed a large, tissue-like deposition protruding from the inflow cannula. This deposition was not returned with pump. Areas of the protruding material appeared visually distinct from the deposition found in the inflow cannula of the returned pump and may have been ingested. If this material was ingested into the inflow cannula, the resulting obstruction could have contributed to the formation of the depositions found within the pump. Samples of the depositions retrieved from pump were sent to an outside lab for histology. The analysis determined the samples were histologically consistent with organized fibrin thrombus. Regions within the specimens contained vacuolated amorphous and eosinophilic material. The observed depositions would have caused increased drag on the rotor, resulting in the rotor instability events, increased pump temperature up to 89c, and pump power elevations up to 65w captured on the submitted log files. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR medwatch # 2916596-2017-02953. This report is being submitted as additional information. Manufacturing evaluation conclusion: the report of low flow was confirmed during the evaluation of pump. The pump was returned assembled with the pump cable severed. The sealed outflow graft and apical cuff were not returned. The examination found soft depositions of denatured blood in the pump cover, rotor, and distal end of the inflow cannula. The proximal portion of the inflow cannula contained a soft deposition that appeared consistent with an acute clot. All the observed depositions appeared consistent with an interruption in flow. Although the cause of the flow interruption could not be conclusively determined, photographs of the explanted pump that were submitted for review showed a large, tissue-like deposition protruding from the inflow cannula. This deposition was not returned with pump. Areas of the protruding material appeared visually distinct from the deposition found in the inflow cannula of the returned pump and may have been ingested. If this material was ingested into the inflow cannula, the resulting obstruction could have contributed to the formation of the depositions found within the pump. Samples of the depositions retrieved from pump were sent to an outside lab for histology. The analysis determined the samples were histologically consistent with organized fibrin thrombus. Regions within the specimens contained vacuolated amorphous and eosinophilic material. The observed depositions would have caused increased drag on the rotor, resulting in the rotor instability events, increased pump temperature up to 89c, and pump power elevations up to 65w captured on the submitted log files. No further information is available. The manufacturer is closing the file on this event.

Event description:
The initial submission of this event was reported by the manufacturer under MFR medwatch # 2916596-2017-02953. This report is being submitted as additional information.